Event description:
The IV tubing kinked. The facility staff was unable to straighten the line. Blood clotted off during treatment because saline could not enter the system. Unable to return blood o the patient resulting in approx. 250cc blood which was contained in the extracorporeal circuit. The patient was given one unit of blood. The staff was unaware of the kink when they used the product.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: no. Corrective actions: device discarded. The device was destroyed/disposed of.